Event description:
An orsiro mission was chosen for the treatment of a moderately calcified lesion in a moderately tortuous part of the segment between lm and medial lcx. Without pre-dilation of the lesion, the complaint product was introduced into the patients body but could not pass through the lesion. The complaint product was withdrawn, a nipro guideplus guiding extension catheter was inserted and the complaint product was re-introduced and attempted to pass the target lesion again. The lesion could still not be crossed, and the complaint device was withdrawn. Outside of the patient, a deformation on the distal edge of the stent was detected. The complaint product was discarded at the hospital and another orsiro mission was used to successfully finalize the intervention.

Manufacturer narrative:
Combination product: yes neither the complaint product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU states not to re-insert the device as the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.